Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a trochanteric nailing procedure, the set screw jammed in the nail and would not tighten down. The result of the malfunction was that the set-screw was not placed in right position and an ar-screw was inserted in addition to the lag-screw to increase the rotational stability. The patient was told to be partially weight bearing for 6 weeks. Follow up attempts have been made, however, no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.